Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield swivel adaptor (a1018) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Based on the reported complaint, the probable root cause is improper placement of the mayfield skull clamp. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2021-00624 and 3004608878-2021-00626. A facility reported that during a posterior cervical c1-3 procedure, the mayfield swivel adaptor (a1018) was involved in a slippage, causing a laceration behind the patient's ear. The injury occurred right after they cut the skin. Stereotaxy devices used were "medtronic o-arm" and "neuromonitoring syntact." Patient was repositioned from prone position as they needed to change the entire mayfield system to complete the procedure. There was a delay in surgery for over 30 minutes to control the bleeding from the laceration and to change out the mayfield system.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.